Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history. The soft components of the up button are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and damaged the electronics. The up button is permanently active due to an external mechanic damage, and this led to the triggering of e8 errors. As the problem mentioned by the customer is related to mishandling of the product, no corrective or preventive actions will be initiated.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt originally reported the infusion device displayed an e8 power interrupt error. The infusion device was returned for eval, and a preliminary investigation revealed the up button is non-functional and the protective rubber component is missing. Add'l info will be submitted when the eval is complete. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.